Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: badakere a, et al., intraoperative challenges and outcomes of pediatric cataract surgery following glaucoma filtering surgery. Int ophthalmol. Jun2024;44:231:01¿07. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via literature article published about, out of 20 eyes of 16 children who had undergone pediatric cataract surgery with intra ocular lens (iol) implantation surgery with previous history of glaucoma filtering surgery one eye developed late postoperative hypotony due to retinal detachment 3 years following cataract surgery. It was also noticed there was worsening of visual acuity. The median age of the children at the time of cataract surgery was 74.5 months. There are three medical device reports associated with this report. This is 1 of 3.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. No sample was available to return. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported ¿one pediatric patient developed retinal detachment 3 years following cataract surgery" could not be determined. This file was opened from a literature report: intraoperative challenges and outcomes of pediatric cataract surgery following glaucoma filtering surgery. This was a retrospective study to analyze intra-op challenges and outcomes of cataract surgery in eyes of children following glaucoma filtration surgery, between january 2007 and december 2019. Before undergoing cataract surgery, six eyes had 1 glaucoma surgery, 13 eyes had 2 and 1 eye had 3 glaucoma surgeries. The median age of the patients at the time of cataract surgery was 74.5 months. This study involved children. Company posterior chamber intraocular lenses are indicated for the replacement of the human lens to achieve visual correction of aphakia in adult patients following cataract surgery when extracapsular cataract extraction or phacoemulsification are performed. The manufacturer internal reference number is: (B)(4).